Manufacturer narrative:
D4: lot # updated g3: date MFR rec updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturer representative regarding a patient having removal or growth rods procedure due to adolescent idiopathic scoliosis. It was reported that when attempting to remove the implanted set screws, surgeon attempted to remove the exiting set screw and the tip on the obturator snapped off within the set screw. The fragment piece was retrieved and sent with the driver shaft back to the warehouse. There were no fragments remained in patient and no symptoms were reported. The product was replaced and will be returned. There were no further complications reported.

Manufacturer narrative:
H3: product analysis: part # 7480154 lot # sw11c487 visually confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft hardness confirmed conformance to print specification. Optical examination of the fracture surface at the base of the driver tip revealed a fairly flat fracture surface and circular material displacement. This type of damage is consistent with torsional overload. H6: eval code method, eval code result updated due to product analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturer representative regarding a patient having removal or growth rods procedure due to adolescent idiopathic scoliosis. It was reported that when attempting to remove the implanted set screws, surgeon attempted to remove the exiting set screw and the tip on the obturator snapped off within the set screw. The fragment piece was retrieved and sent with the driver shaft back to the warehouse. There were no fragments remained in patient and no symptoms were reported. The product was replaced and will be returned. There were no further complications reported.